Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 22.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to the patient complaining of severe starbursts, halos and glare that interfered with night time vision. There was no incision enlargement performed, no sutures used, and no complications. The lens was replaced with a non amo lens and the patient was reported doing good post operatively. No additional information was provided.

Manufacturer narrative:
The product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in complaint history revealed no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.